Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device replacement procedure for normal battery depletion, the atrial lead was found to be dislodged. It was noted the patient had not been followed up with for over four years. The lead was capped and replaced. No patient complications have been reported as a result of this event.